Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic with their right ventricular lead exhibiting noise over-sensing. The issue subsequently caused high ventricular rate episodes. The noise was reproducible with isometrics. Programming changes were discussed with a healthcare provider. Patient had no consequences as a result of the event.